Manufacturer narrative:
The spinbrush was made at the following location. Contract MFR: hayco ltd., (B)(4). Method: production batch records were reviewed. Results: no non-conformance was recorded in batch records. The product lot met all specifications before leaving the MFR facility. Conclusion: consumer has not returned product. It could not be evaluated and no conclusion could be drawn.

Event description:
Consumer reported that the head of the prowhitening spinbrush broke apart during usage. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2009-00009. Note: this report is a result of a teleconference between church and dwight co., inc. And the medical device policy branch on september 20, 2011, where clarification was provided on "reportable malfunctions". This entailed reviewing consumer complaint files from january 2009 to november 2011 to identify and submit all meeting these criteria.